Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29may2020.

Event description:
The customer reported blower temperature high error. There was no patient involvement. The manufacturer¿s international service technician could not confirm the reported issue. Blower temperature high was not duplicated despite operation checking. The manufacturer¿s international service technician replaced the blower preventively to address the reported problem. The unit successfully passed the required performance verification test.

Manufacturer narrative:
G4: 10oct2020. B4: 11nov2020. The blower motor assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the blower assembly¿s outer surface revealed no evidence of damage or contamination. Blower spins freely. The returned blower assembly will be installed into a good test ventilator unit. Boot unit in normal operation mode and check for alarms and errors. No errors noted. Customer complaint cannot be verified. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.